Event description:
Report indicated an altitude alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level. Customer suspended insulin due to the altitude alarm and addressed the issue by removing obstructions and cleaning the speaker holes as instructed by technical support. Insulin delivery was successfully resumed after procedures were followed, and the pump returned to normal operation. Technical support provided additional guidance to prevent future altitude alarms.